Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient had discomfort with the new implanted device in 2 to 3 weeks now. There were no further complications that have been reported as a result of this event. Additional information was received from the patient on february 27th, 2019. The patient reported their device was installed in 2018 and they had had vibration throughout their body and they felt like it was reaching their head. Patient was at 1.5v and it was confirmed stimulation was on. The patient decreased to 1.3v and reported the vibration through their body completely stopped and they only felt stimulation comfortably in their bike seat area at the time of report. They were going to leave stimulation set to 1.3v. The patient also reported their device had not helped control their symptoms at all since implant, the patient reported they had the device for urinary retention. A stimulation adjustment had been made to eliminate vibration throughout the body, it was recommended the patient continue to monitor symptoms and if they did not resolve to follow-up with patient services for assistance with changing programs. On august 29th, additional information was received from a consumer indicating that the patient reported the stimulator for their bladder never stopped and continually goes to the point where they were always vibrating and made them jittery. The patient noted it had been doing so since implant, but they thought it was normal. When they were sitting or walking, they felt like the floor was shimmying. Troubleshooting could not be done on the call as the programmer was not powering on. The patient needed to replace their batteries and call back for assistance decreasing amplitude. On 2019-aug-30 the patient called back repeating that they could feel a constant vibration in their whole body. The patient was able to use the programmer to decrease their stimulation to a comfortable level. The patient stated they were no longer feeling the vibration. It was noted that the patient had a healthcare provider appointment scheduled for (B)(6) 2019. The patient also noted the therapy was working and they were getting 50% reduction in their symptoms. Additional information was received from the patient on september 18th. The patient reported that the stimulation was waking them up at night as they could feel it vibrating from their head all the way down to their toes. The patient also mentioned that the stimulation is a bit too strong as they can feel it down the leg and in the back. It was noted that the caller didn¿t know how to use the controller. This had been happening the last couple days. The patient stated that they have not had any falls and the event was not related to positional movement. Patient services walked the patient through using the controller and saw that they were at .7 on program 1. The patient decreased to .4 where it was no longer going down the leg and in the back and the stimulation was at a comfortable level. The patient stated that they will monitor symptoms now that the change was made and will follow up with the healthcare provider (hcp) if it doesn't resolve. No further complications were anticipated/reported.